Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station screen malfunction. A field service engineer successfully unplugged and reconnected position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer popped open and the grid did not display on the screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.